Manufacturer narrative:
Additional suspect device: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing tightness in the neck, and full range of motion was hampered by the lead extensions. The patient underwent a revision procedure and it was noted that both lead extensions had coiled around the ipg. In addition, scar tissue had sealed the lead extensions in place, without allowing enough slack for the patient to comfortably turn her head. The physician reopened the pocket and positioned the excess lead extension behind the ipg instead of around the ipg, which resolved the problem. No device were implanted or explanted.